Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was an alarm 34 (water temperature high) and alarm 76 (non-recoverable system error, inlet water temperature sensor out of range)when the ctu was connected to the arctic sun device. The ctu was removed and they waited 30 minutes for the temperature to go down. The alarm 76 did not appear again, and the device operated normally.

Event description:
It was reported that there was an alarm 34 (water temperature high) and alarm 76 (non-recoverable system error, inlet water temperature sensor out of range)when the ctu was connected to the arctic sun device. The ctu was removed and they waited 30 minutes for the temperature to go down. The alarm 76 did not appear again, and the device operated normally.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is incorrect procedure of ctu testing. However, this cannot be confirmed. It is unknown if the device met specifications, as root cause of the reported issue could not be determined. The device was not in use on a patient when the event occurred. The alarm was confirmed by imi during inspection. The temporary high temperature of injection port caused by the heater of ctu for alarm 34. The problem was improved by removing ctu. There was an alarm 76 confirmed by imi during inspection. After the ctu was removed, the alarm 76 did not reappear after the device was run for 30 minutes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿ h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.